Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances measuring above 2000 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and further in office review was recommended. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).